Event description:
Further follow-up revealed that there are no current plans for revision surgery. The patient is currently maintaining seizure control. It was also reported that the high impedance was first noted during diagnostic testing in 2005.

Event description:
Reporter indicated that device diagostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Device daignostic testing at previous office visit approx 2-3 weeks prior was within normal limits, indicating proper device function at that time. The pt has not reported any recent injury or trauma that many have damaged the ncp system. Swiping the device with the magnet still elicits a coughing response from the pt; however, the pt has had a bad cold recently. Review of x-rays by manufacturer did not reveal any obvious discontinuities in the ncp system. No adverse event was reported in conjunction with the high lead impedance condition. Lead break is suspected. Revision surgery is likely.